Manufacturer narrative:
(B)(4).

Event description:
It was reported during a generator changeout procedure, the atrial lead capped and replaced due to insulation complications. No further information is available.